Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/7/2020. A manufacturing record evaluation was performed for the finished device batch pdh196, xn8704h19 and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis a paper lid, an empty winding former and fourteen unopened samples of product code 8704h, lot pdh196. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA. Attempts are made to received device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the initial procedure? - david with a bypass of the coronary arteries. The devices were used in order to re-implant the coronary ostias on the prosthesis replacing the descending aorta. Did the needle/suture was used? - the impacted devices were used during the procedure. They were "brand new". Did the event occurred pre-op or intra-op? - intra-op. The surgeon tried several devices and all of the strands pulled off the needles after some tissue passages (1 to 3). How many of the total quantity were involved in the reported issue? - unk. The impacted devices are not available for analysis but there are 15 samples for analysis. - bq will collect them after quarantine period. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Events were submitted via 2210968-2020-03687 and 2210968-2020-03539.

Event description:
It was reported that the patient underwent a CABG procedure in 2020 and the suture was used to re-implant the coronary ostias on the prosthesis replacing the descending aorta. During the procedure, the needle pulled off from the thread very easily after 1 to 3 tissue passages. Another like device was used to complete the procedure.